Manufacturer narrative:
The reported problem was resolved through troubleshooting with assistance provided by olympus technical support via the phone. The user facility reported that the endoscope was not plugged into the light source when the lamp activation was attempted. Upon attempting to troubleshoot the reported dark image, the reporter indicated to technical support that the device image brightness was good and the device was functioning as intended.

Event description:
Olympus was informed of a report that the front panel lamp standby light was blinking and the image appeared dark. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the attempt to activate the lamp while the endoscope was not connected. The following statements from the instructions for use are applicable to the reported event: 1.) "When the light source is turned on with no endoscopes connected to the light source, the airflow indicator "stby" may blink." 2.) "When the light source is turned on with no endoscopes connected to the light source, the lamp indicator "stby" may blink."